Event description:
It was reported that there was a non-fusion following a surgery using an easyclip. A revision surgery was required.

Manufacturer narrative:
Technical discussion with the surgeon determined that it is vital to drill bi-cortical to avoid any type of potential back out. The root cause of this event is user error. This is the same pt/event as MDR report# 3004082045-2011-00062. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by (B)(4).